Manufacturer narrative:
Cmp-(B)(4). Report source, foreign- event occured in (B)(6). An investigation has been performed, consisting of a documentary review. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. No product has been returned for investigation. The root cause is undetermined.

Event description:
It was reported that 2 consecutive mixtures of optipac 40 were performed, and they did not function as intended. The monomer did not enter the cylinder. On the third attempt it worked as intended. There was no patient injury and no surgical delay.